Event description:
It was reported when using the bd pyxis medstation system 5c-station database bloated, fatal error had occurred on the underlying data source. The customer stated that the malfunction occurred during pharmacy restock and nursing tried to remove meds and caused the delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred due to the database issue. A technical support specialist shrank the database by deleting unneeded files, dropping objects in the filegroup, adding additional files to the filegroup, or setting auto growth on for existing files in the filegroup followed (B)(4) and synced the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred due to the database issue. A technical support specialist shrank the database by deleting unneeded files, dropping objects in the filegroup, adding additional files to the filegroup, or setting auto growth on for existing files in the filegroup and synced the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system 5c-station database bloated, fatal error had occurred on the underlying data source. The customer stated that the malfunction occurred during pharmacy restock and nursing tried to remove meds and caused the delay in dispensing medication. There were no adverse events or injuries reported based on this event.